Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a rupture of the ceramic insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "rupture of the ceramic insert." The delta cer insert 32id x 48od (lot. 4208287) returned to depuy synthes for evaluation. The complaint unit was forwarded to the supplier for further evaluation. Visual inspection revealed that the rim of delta cer insert 32id x 48od was fractured. Not all the fragments were returned for evaluation. The ceramic insert cannot be completely reconstructed. There are fragments missing which could potentially yield further information if they were available. Therefore, the analysis of the fragments and the fracture surfaces remains technically incomplete. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This kind of secondary transfer is typically caused by chafing between metal parts and the fragment of the ceramic insert, either after the primary fracture event or during the surgical procedures. Thus, it does not provide any information about the cause of the fracture event. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patters (primary metal transfer) are expected over the whole circumference in region between the top and center of the taper. Such metal transfer patters cannot be found on the remnants of the provided insert. This indicates insufficient or misaligned fixation of the insert in the metal cup. Additionally, intensive metal transfer can be located on transition between the taper bottom and the initiation of the outer curvature. This indicates a misaligned position of the insert in the metal cup, too. However, it cannot conclusively be determined whether this metal transfer occurred prior to or after the primary fracture event. The rim of the insert is fractured over the whole circumference. Next to the fracture surface, metal transfer can be found which indicates a small area of intensive contact between the ceramic insert and the metal cup. It indicates that the insert fractured due to point contacts caused by a misaligned position of the insert in the metal cup. The ceramic fragments were most likely exposed to mechanical stress during the interval between the primary fracture event, the retrieval during revision surgery and the delivery to supplier, resulting in chafing against each other as well as against the articulating ceramic head. Due to this mechanism, secondary chip-offs occurred on the fractured surfaces. Therefore, further information was probably lost which may otherwise have been helpful in the failure analysis. Due to these effects and the missing fragments, the primary fracture surface and the fracture origin cannot be identified. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121882748 / 4208287] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121882748 / 4208287] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121882748 / 4208287] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device [121882748 / 4208287] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.¿ device history lot - a manufacturing record evaluation was performed for the finished device [121882748 / 4208287] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: corrected: h6 health effect (clinical and impact code). If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h1 type of reportable event (updated from malfunction to serious injury). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.